Event description:
It was reported that a user on ilet experienced hyperglycemia of unclear cause; an agent guided the user to disconnect the infusion tubing from the body, confirm flow by observing drops, and replace the contact detach site anchor and needle, with the prior site appearing normal. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and successful completion of troubleshooting and education. Investigation included user interview and guided troubleshooting to assess infusion flow and site integrity. Investigation of this case revealed adequate tubing priming with observable drops and no abnormality at the removed site, with no device alarms reported, which did not confirm a device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.